Event description:
New information received notes that the pacemaker was explanted and replaced. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited premature battery depletion and radiofrequency telemetry lockout. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
The reported events of premature discharge of battery and telemetry lockout were confirmed. As received, the device had normal telemetry communication and output. Device image analysis indicated excessive rf usage, which is consistent with rf alert message that was noted in the field. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements a device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found in normal range, signs of elevated current were noted through device image analysis. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.